Manufacturer narrative:
The issue occurred on an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an unspecified quantity of amia automated pd sets with cassettes were ¿completely off¿ and ¿loose¿ inside the overwrap. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. As a result, the devices were not used. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The issue occurred on an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an unspecified quantity of amia automated pd sets with cassettes were ¿completely off¿ and ¿loose¿ inside the overwrap. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. As a result, the devices were not used. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.